Manufacturer narrative:
An event of tricuspid valve insufficiency/ regurgitation (tr) after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information the cause of the reported event appears to be related to procedural condition (over sizing of the device). However, this cannot be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that a tailor and attune ring robotic sizer was used to size the 35mm tailor annuloplasty band. There were no issues noted with the tailor and attune ring robotic sizer.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm tailor annuloplasty band was selected for procedure. It was noted during procedure that the band was too large and the patient's tricuspid regurgitation was not completely reduced by the band. After implant of the band the patient still had moderate tricuspid regurgitation. The decision was made to explant and replace the 35mm tailor annuloplasty band with a 32mm non-abbott device to complete the procedure. The replacement were performed before the patient was weaned off the cardiopulmonary bypass machine and prior to chest closure. The patient remained hemodynamically stable throughout the procedure. There was about 20 minute clinically significant delay in procedure reported. The patient was ins stable condition at the time of report.